Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the device. The technician trouble shot the device and determined the error message showed up due to a defective flow sensor. The technician replaced the defective flow sensor with the flow sensor replacement kit and tested the unit for functionality and electrical safety. All tests were performed successfully.

Event description:
(B)(4). The customer stated that the hcu30 displayed the error message "water flow low". Additional information: the incident occurred during start up of the device so there were no patient involved. (B)(4).